Event description:
It was reported that a patient underwent an initial tka. Subsequently, there was a revision due to tibial pain and subsidence approximately one year later. There were no contributing conditions. The surgical technique was utilized. There was no surgical delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42557000114 - stem extension tapered cemented 14 mm diameter +30 mm length - 65040021; 42512100410 - articular surface medial congruent (mc) left 10 mm height use with tibia sizes c-d/cr femur sizes 6-7 - 65081003; 42502806201 - femur trabecular metal cruciate retaining (cr) standard porous - 64708876. Report source: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03092.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial tka was performed on (B)(6) 2021 with no complications noted. Subsequently, the patient was revised on (B)(6) 2022 due to pain and subsidence. All products were explanted and it is unknown what products were implanted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.